Manufacturer narrative:
Additional information was received that the physician did not attribute the death to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the heart rate was approximately 120 beats per minute (bpm) during the entire procedure. After the valve was implanted successfully without incident, a decision was made to cardiovert before access closure. The cardioversion was performed but while cinching the non-medtronic closure devices in the left groin, the patient's pressures began to drop. A transesophageal echocardiogram (tee) showed the right and left ventricles were not functioning. Cardiopulmonary resuscitation (CPR) was initiated and the patient was put on bypass. Angiography was performed on the left and right coronary arteries, and both were shown to be perfusing. A cause of injury could not be determined, and it was decided to discontinue bypass. The patient subsequently expired. An autopsy was refused by the patient¿s family.